Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that rapid atrial output test for 800 ppm yielded no numerical output on calibrated external pacemaker analyzer. It was noted that output connector assembly and hanger assembly were broken and that battery wires were pinched, wire insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during pacing test for preventive maintenance conducted on the external pulse generator (epg), dash marks were displayed on the analyzer and rapid atrial pacing output test for 800 ppm yielded no numerical output on calibrated external pacemaker analyzer. It was noted that a re-start did not resolve the issue. There was no patient involvement.